Manufacturer narrative:
Evaluation codes results: visual inspection of the returned product found no visible damge to the lens. There was evidence of clear surgical residue. Concluson: the root cause of this event was found to be surgeon's decision to remove the lens due to not liking the way the lens fit in the eye.

Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and removed the lens during the same surgery due to the surgeon not liking the way the lens fit in the eye. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated this was a patient issue and was not lens related. A different type lens was implanted.